Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the pacemaker was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Under-insertion of the lead's terminal pin into the device header is suspected to be the cause of no electrical connection/high impedances, but this could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for future, similar events.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that a lead safety switch (lss) was declared for a high out of range pacing impedance of greater than 3000 ohms in the right ventricle (rv). The rv pacing impedance had been stable up until that point. The pacing impedance went back into range once the pacemaker switched to a unipolar configuration. Shortly after the lss was declared, the pacemaker system was tested in a bipolar configuration. The pacing threshold measurement increased to 2.5 volts and was clearly capturing. The rv pacing impedances remained greater than 3000 ohms. There was no noise noted on the stored episodes. The physician decided to program the associated rv lead back to a unipolar configuration after testing was performed. It was noted this patient was not pacer dependent. Additional information was received that the pacemaker system also displayed noise, oversensing and pacing inhibition. The pacing inhibition did not result in asystole. It was determined the associated rv lead was damaged due to clavicular crush and therefore was replaced. When the new rv lead was inserted into the header of this pacemaker, an electrical connection was not present and there was noise on the electrogram. The setscrew was retracted and redeployed, but no change. A tug test was performed on the new rv lead, and it was tight, but the electrical connection was still not present. As a result, the decision was made to explant and replace this pacemaker. The new rv lead was successfully connected to a new device. No additional adverse patient effects were reported.